Manufacturer narrative:
Probable allergic reaction to the hema in the desensitizer.

Event description:
Dental office called in and reported a patient was whitening for several nights without desensitizer. The first night they used the desensitizer, they woke up with a swollen lip. I instructed the office to inform the patient to stop using the desensitizer and never use it again, as it is likely an allergic reaction to the desensitizer.